Event description:
It was reported that patient underwent primary hip surgery in 2007. Revision procedure was performed on (B)(6) 2013 due to armd. No further information has been received.

Manufacturer narrative:
Further information was received including item and lot number. All information related to that information including manufacture and expiration date, 510k number and item name have been included in this report. The returned components were evaluated. The taper adapter showed little damage, with only a few superficial marks and scratches, likely due to the revision procedure. Radiographs were provided showing the stem consistently well positioned within the patient¿s femur throughout the duration of implantation. Where enough bony landmarks were present in the images, the cup inclination angle was approximated to have been between 45° and 50°, a range which was within that recommended in the operative technique. The positioning and alignment of the parts were unlikely to have been a contributing factor as the radiographs imply that both were appropriate. Manufacturing history records indicated that the retrieved parts were manufactured correctly. It was reported that revision surgery was due to armd, age-related macular degeneration, and no further conclusions can be drawn.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4) - item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.